Event description:
Patient reported, "siderails not staying up".

Manufacturer narrative:
A hill-rom technician noticed that linen was getting caught in siderail mechanism, disallowing it to latch. He adjusted the linen to resolve the issue.